Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "leak at the jumper in the ts zone / punctured lumen". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device, loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction, pressure necrosis of rectal or anal mucosa, infection, bowel obstruction, perforation of the bowel, rectal bleeding, rectal tear, ulceration of rectal/anal mucosa." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in an online survey a physician stated that they could not successfully flush the drainage tube due to blockage in relation to sms002e - bard dignishield stool management system.